Manufacturer narrative:
Under user facility's discretion the device is not available for return to MFR. The investigation is not yet complete, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the image was flickering during a ureteroscopy. The procedure was completed with a back up device which caused no significant delays, about a few mins. No negative impact in state of health reported.